Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties could not be determined; however, the subsequent unexpected medical intervention appears to be related to the operational context of the procedure. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, inner lumen obstruction, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that may contribute to stent dislodgment include, but are not limited to, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, interaction with accessory devices, previously placed stents and/or patient disease state. In this case, it is possible that the device may have interacted with the heavily calcified, moderately tortuous, 85% stenosed lesion during advancement, causing the reported failure to advance. Further interaction with the challenging anatomy during advancement/positioning of the device, as resistance was noted, may have contributed to the reported stent dislodgement; however, this cannot be confirmed. A snare was used to remove the dislodged stent. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous stenosed lesion in the subclavian artery. The 8.0 x 19 mm otw omnilink elite stent delivery system (sds) was advanced with resistance noted due to the anatomy. During advancement the stent dislodged from the balloon. A snare was used to remove the dislodged stent. Another omnilink elite stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.